Event description:
Caller reported that a malfunction occurred on the pump, displaying the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction codes reappeared.